Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 198 mg/dl at the time of the incident. Customer states the pump is vibrating without an alarm or alert. Advised to discontinue use of the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with operating currents within specification and passed displacement test and self-test. However, unit alarmed motor error during basic occlusion due to force sensor resistor damage by moisture. Unable to perform prime/compromised force sensor system test, occlusion test or excessive no delivery test due to motor error alarms. The electronic and motor assemblies were found with traces of corrosion per visual inspection. Unit was received with cracked case at the display window corners. Unit was received with minor scratched display window and case.